Event description:
It was reported that a peritoneal dialysis (pd) patient experienced sepsis and subsequently passed away. The patient died due to sepsis. The cause of the sepsis was not reported. Treatment for the event was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing until time of death. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.